Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead was attempted, but not used, due to high threshold when attempting to pace the his bundle. The lead was replaced with another. No patient complications have been reported as a result of this event.